Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to severe filter tilt, occlusion, bilateral deep vein thrombosis, and a thrombolysis procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to severe filter tilt, occlusion, bilateral deep vein thrombosis, and a thrombolysis procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt¿s and an occlusion within the vessels do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors may have contributed to the reported tilt given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of severe atherosclerotic/thrombotic peripheral vascular disease (ceap class 4), left leg chronic insufficiency, chronic venous, deep vein thrombosis and clinical history consistent with mary-turner syndrome. The filter was placed at the level of the inferior renal veins. During the index procedure, the patient also had an angiojet thrombectomy, percutaneous transluminal angioplasty thrombolytic therapy and stenting of the left and right iliac vein. Additional information received per the patient profile form (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. It also states that the patient experienced blood clots, occlusion of the inferior vena cava, occlusion of the filter, blood in urine, pain and swollen legs related to the device.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of severe atherosclerotic/thrombotic peripheral vascular disease (ceap class 4), left leg chronic insufficiency, chronic venous, deep vein thrombosis and clinical history consistent with mary-turner syndrome. The filter was placed at the level of the inferior renal veins. During the index procedure, the patient also had an angiojet thrombectomy, percutaneous transluminal angioplasty thrombolytic therapy and stenting of the left and right iliac vein. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to severe filter tilt, occlusion, bilateral deep vein thrombosis, and a thrombolysis procedure. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering and other damages. Additional information received per the patient profile form (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. It also states that the patient experienced blood clots, occlusion of the inferior vena cava, occlusion of the filter, blood in urine, pain and swollen legs related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature, along with swelling of the legs and pain do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.